Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer in august 2021. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of lung cancer. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cord pil confirmed that the device powers on, provides therapy. Review of the error logs shows the device has 11521.1 blower hours and 11521.1 therapy hours. There were 0 errors logged. Care orchestrator data shows a (B)(4) compliance rate, and patient used an adaptive setting with tube temperature set at 3 and humidification setting at 3. During the investigation, pil observed evidence of liquid ingress with an unknown white dust contaminate consistent with mineral deposits observed on the blower and blower box. An unknown dust like contaminate was observed on blower, blower seal, blower box, front and rear panels, iso port, pca and top and bottom enclosure. A keratin-like substance was observed on the blower box outlet and the blower seal. (B)(4) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure (B)(4). See (B)(4) for the procedure used to make this determination. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.